Event description:
On event date the end-user called minimed, USA, and stated that there was a leakage at the luer connection towards the tubing side. Stated this is the second time it happened. Last time was a week ago with a tubing from the game box. Bg was 340, stated they changed set and bolused for it. On april 18, 2001 maersk medical received the complaint and 1 used tubing and 4 unused infusion sets.